Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per complainant, the gear ring for the hub, the teeth, are bent due to improper usage.